Manufacturer narrative:
Patient information was unavailable from the site. Report source: foreign country: (B )(6). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. The issue was not possible to reproduce. It is a known issue due to a paxscan initialization issue. When the issue occurs they system needs to be rebooted. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a fusion procedure. It was reported that the mobile view station (mvs) screen becomes black after few x-rays. Both navigation and imaging were aborted causing less than an hour delay in the procedure. No further information was received.